Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low sensor scans of 117 mg/dl and 128 mg/dl compared to hcp meter results of 284 mg/dl and 284 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer received third-party medical treatment however, the treatment details were provided as the customer refused to troubleshoot. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-jan-2021. Customer's medical event occurred on (B)(6) 2021, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections h-2 (if follow up, what type?), h-3 (device evaluated by manufacturer?), h-6, and h-10 were incorrectly documented in the initial MDR report. These sections have been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low sensor scans of 117 mg/dl and 128 mg/dl compared to hcp meter results of 284 mg/dl and 284 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer received third-party medical treatment however, the treatment details were provided as the customer refused to troubleshoot. No further information was reported. There was no report of death or permanent impairment associated with this event.